Manufacturer narrative:
Please note this report is being issued to provide the following corrected/updated device analysis results: upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device met longevity expectations. Device memory was reviewed and no suspicious error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device exhibited sensing of chronic high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this patient was due for a box change. Upon device interrogation pre box change, the battery status was end of life (eol) and showed battery capacity depleted. The only option was to end session, and the device was explanted and replaced as scheduled. No adverse patient effects were reported. The explanted device will be returned for laboratory analysis as the device battery was suspected to have depleted prematurely. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this patient was due for a box change. Upon device interrogation pre box change, the battery status was end of life (eol) and showed battery capacity depleted. The only option was to end session, and the device was explanted and replaced as scheduled. No adverse patient effects were reported. The explanted device will be returned for laboratory analysis as the device battery was suspected to have depleted pre-maturely.

Event description:
It was reported that this patient was due for a box change. Upon device interrogation pre box change, the battery status was end of life (eol) and showed battery capacity depleted. The only option was to end session, and the device was explanted and replaced as scheduled. No adverse patient effects were reported. The explanted device will be returned for laboratory analysis as the device battery was suspected to have depleted prematurely. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.